Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 158 mg/dl). Insulin injections and an alternate pump were used to address bg. Customer alleged pump was not delivering insulin properly. Pump system check with tandem technical support found the pump to be functioning properly. Customer maintained there was a pump issue and reverted to using an alternate pump for insulin therapy.

Manufacturer narrative:
Sus voluntary event report mw5086804 was received reporting the following information: this problem of this insulin pump malfunctioning is continuing. It either pump no insulin whatsoever or it pump a lesser amount than it is suppose to. Both of these actions raise blood sugar tremendously and require manual insulin injections to correct the problem.